Event description:
Procedure: gynecological. Reportedly, a metallic part fell from the locking collar and into abdominal cavity. The piece was removed immediately and there was no patient harm or risk reported.